Event description:
The patient contacted animas on (B)(6) 2013 reporting that they removed the pump and returned to injections. They said they are taking the same injections prior to going on the pump. The patient stated that their blood glucose (bg) was in the range of 265mg/dl to 365mg/dl with feeling funny and dizziness. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient stated that they are in the process of moving, working and driving a lot and does not have time to think about the pump. This report is being made due to the history settings issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a battery cap was not returned with the pump. A new test cap was able to fully tighten to the pump and was used to complete all testing. The last bolus and the last basal delivery were recorded on (B)(4) 2013. The total daily dose adds up correctly to reflect the users programmed basal rates. There were alarms related to the complaint in the alarm history, only typical usage was observed. The pump passed a delivery accuracy test successfully. The units remaining were correctly calculated in steps 17 through 20 and written to the pump history. The display screen has a pinkish contrast; the screen is still able to be safely read. Investigators were unable to duplicate the compliant. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.